Event description:
It was reported that during preparation, the clip was difficult to open and close. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported clip actuation issues associated with difficult to open and close the clip. Additionally, it was noted that the l-lock tabs were broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided, the returned device analysis (unable to confirm a reported issue) and the sem analysis results, a cause for the reported difficulty opening and closing the clip and the observed broken l-lock tabs was unable to be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.